Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that she experienced a blood glucose of 45 mg/dl with numb fingers and was incoherent. The patient treated herself with juice and bg increased to 64 mg/dl and finally resolved to 91 mg/dl by the end of the call. The patient reported that she received a (B)(4) alarm but was not sure if it occurred during the load step or prime step. The patient mentioned twice during the call that the alarm occurred during the load step. The patient confirmed that the pump history and settings were correct. The patient reported that she moved to a new home and has been more active since moving. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.